Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the light cover glasses was chipped and the adhesive on the light cover glasses was worn; the optical cover glass was chipped and the adhesive on the optical cover glass was worn; the distal end cap and the adhesive on the distal end cap was worn; there were minor marks on the insertion tube; the switch condition was worn; and the right angle was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was loose adhesive across the colonovideoscope. The issue was found during maintenance, and it was completed using the same set of equipment. There were no reports of patient harm. The device was returned and evaluated; there were white contamination, possibly a simethicone type product found in the air/water channels. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: based on the information obtained from the customer, there was no deviation from instructions for use on reprocessing steps for the auxiliary water channel. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.